Manufacturer narrative:
The field service engineer changed the vacuum diaphragms and gear pump head. He confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Precision testing was performed and was within specifications. Reagent probe washes were added. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for three patient samples from the cobas 6000 c501 module. Patient 1 initial result was 2080 umol/l and the repeat result was 57 umol/l and was reported to the care unit. On (B)(6) 2021, patient 2 initial result was 325 umol/l and was reported to the care unit. The repeat result was 100 umol/l and a correction was sent to the care unit. On (B)(6) 2021, patient 3 initial result was 503 umol/l and the repeat result was 90 umol/l which was reported to the care unit. The reagent lot number was 51387001 with an expiration date of 31-jul-2021.